Event description:
(Related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia]. Novopen4 didn't inject the correct dose [incorrect dose administered by device]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "novopen4 didn't inject the correct dose(incorrect dose administered by device)" with an unspecified onset date, and concerned a (B)(6) old male patient who was treated with mixtard 30 hm penfill (insulin human) from unknown start date and ongoing for "diabetes mellitus" (dose and frequency 25 units morning-20 u night), novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus". Patient's height: 175 cm, patient's weight: (B)(6), patient's bmi: 32.65306120. Current condition: diabetes mellitus (since 45 years ago, type not reported), hypertension (since 4 years ago), neuropathy (since 3 years ago). Concomitant products included - c retard(ascorbic acid), apifortyl(royal jelly), alphintern(chymotrypsin, trypsin), ruta c(ascorbic acid, rutoside), thiotacid(thioctic acid), cardura(doxazosin mesilate) on an unspecified date, the patient reported that the novopen 4 did not inject the correct dose and experienced hyperglycaemia with post prandial blood glucose above 500 mg/dl and fasting blood glucose 230 mg/dl. The patient discovered it 5 days ago when he found that he urinates every 15 minutes. On an unspecified date 2 months ago, the patient's glycosylated haemoglobin (hba1c) was 8%. Batch numbers requested. Action taken to mixtard 30 hm penfill was not reported. Action taken to novopen4 was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was unknown. The outcome for the event "novopen4 didn't inject the correct dose(incorrect dose administered by device)" was not reported. Manufacturer comment: the suspected device (novopen 4) has not been returned to novo nordisk for evaluation. No conclusion has been reached on the reported event. Patient's elderly age and long standing type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. Reporter comment: problem was solved.

Event description:
Case description: mixtard 30 hm penfill: jr7s498. Novopen 4: batch numbers requested but unknown. No further information available investigation result: name: novopen® 4; batch: unknown. No investigation was possible, because neither sample nor batch number was available. Name: mixtard® 30 penfill® 3 ml 100iu/ml; batch: jr7s498. The product was not returned for examination. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following has been updated: batch number and expiry date of mixtard 30 penfill updated; investigation results updated; manufacturer comment updated; narrative updated accordingly. Manufacturer comment: (B)(6) 2020: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event. Patient's elderly age and long standing type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary: name: novopen® 4; batch: unknown. No investigation was possible, because neither sample nor batch number was available.